Event description:
It is reported by male nurse of the hospital, that at the point where the shaft and drill head is pushed over one another, it stuck because a metal flake has formed and the drill head can´t be pushed forward. Replacement was available

Manufacturer narrative:
Investigation summary: the evaluation revealed the im reamer shaft to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for a minimum of one year we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The found damages of the grommet windows and the shaft tip indicates that a tool (i.e. Forceps) were used, most likely to exchange the plastic grommet. Due to strong forces and usage of the wrong tool the material got overloaded and finally plastically deformed. To exchange the plastic grommet a special grommet inserter/extractor (catalog number 3212-0-220) shall be used according to the bixcut brochure. Because no manufacturing faults were found the case is attributed to a misuse. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
It is reported by male nurse of the hospital, that at the point where the shaft and drill head is pushed over one another, it stuck because a metal flake has formed and the drill head can't be pushed forward. Replacement was available.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.